Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and alarmed button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 343 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads, severe scratches on display window and missing end cap sticker.